Event description:
It was initially reported that the patient was experiencing a loss of therapeutic effect; the patient had tingling from shoulder to fingers in the right arm. He states he has had this feeling before if stim is shut off. The patient also had questions related to the patient programmer and the control magnet. In later reporting it was noted that the patient was going to the hospital on (B)(6) 2012 to "repair the wires." The device tracking system noted a revision surgery on (B)(6) 2012. The patient noted they had received assistance from their physician or the manufacturer's representative and their concerns were resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model # 3387-40 lot # v003964 implanted (B)(6) 2006 explanted (B)(6) 2012; extension model # 748240 lot # nhu120403v implanted (B)(6) 2006 explanted (B)(6) 2012.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v003964, implanted: (B)(6) 2006, product type: lead.

Event description:
Additional information was received from a patient. It was reported that the wires were replaced in 2013 because they were rotted. No other information was provided.